Manufacturer narrative:
Retainer ring = clear. Customer complained about critical pump error (open book image) alarm/battery power loss alarm. The crest/thus software was utilized and successful. (3) pump error 53 alarm in the insulin pump history/trace download on (B)(6) 2021 at 05:56:56; at 05:58:16 and at 05:59:05 o'clock. (2) low battery alert found in the pump history/trace download on (B)(6) 2021 at 01:33:00 and at 01:53:29 o'clock. Base on ngp pump error 53-failure analysis guide, pump error 53 alarm due to software error. Device received with critical pump error (open book image) alarm after battery insertion. Unable to verify battery power loss alarm or perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Device was received with faded/stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Device was cut opened, inspected and tested. No physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within specification range. The motor was tested outside of the device on the stb3 and passed. In conclusion, device was received with pump error 53 alarm found in the pump history file and critical pump error (open book image) alarm after battery insertion due to software error. Unable to confirmed battery power loss alarm due to critical pump error (open book image) alarm. Cosmetic damage found in the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with an open book image on the display. The insulin pump received replace battery alarm before open book image on the display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.